Event description:
As reported: "the surgeon had to remove an old strumentation from the vertebral column of the patient. While trying to unscrew a nut the screwdriver broke".

Manufacturer narrative:
Correction: please refer to d9/h3 device not returned for evaluation. The reported event was not confirmed. Although announced the device was not returned for unknown reasons. No deviations were found during review of the manufacturing and inspection documents (DHR). The risk management file review showed that the complained event was addressed adequately; no threshold exceedances found. No nc/CAPA record was filed regarding the item in question with this failure mode. In the case presented an old instrumentation should be removed from the vertebral column of the patient. A product for a vertebral column is not in the portfolio of the manufacturer. The manufacturer only recommends use of the extractor instruments with its own products. With available information no product deficiency was determined. The event was regarded as off-label-use / user related. In case further information becomes available we reserve the right to reopen the investigation and to re-assess the root cause. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the surgeon had to remove an old strumentation from the vertebral column of the patient. While trying to unscrew a nut the screwdriver broke".